Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unk liquid. No adverse event resulted from te defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was displaying an error code when charging a battery pack.